Event description:
(B)(4). Same patient as: 2134265-2012-07984, 2134265-2012-07987, 2134265-2012-07988, 2134265-2012-07989, 2134265-2012-07992, 2134265-2012-07993, 2134265-2012-07994. Same case as: 2134265-2012-08016, 2134265-2012-08017. It was reported that post a coronary stent treatment procedure, the patient experienced "critical stenosis." In (B)(6) 2006, the physician deployed 3 taxus express 2 stents in the saphenous vein graft (svg) to the circumflex (cx). Details of the lesion are unknown. In (B)(6) 2009, angiography revealed critical stenosis of the svg to the cx. The critical stenosis of the svg to cx was treated with the placement of another taxus express 2 stent. No patient complications was reported and the patient was discharged.

Manufacturer narrative:
Device is a combination product. (B)(6). If implanted, give date - (B)(6) 2006. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).